Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was attempted for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025 for the treatment of choledocholithiasis. During the procedure, the physician spent over an hour attempting to cannulate the common bile duct using the spyscope ds ii. Upon achieving access, the spyscope ds ii unexpectedly lost connection. Multiple troubleshooting steps were undertaken, including cycling the power, disconnecting and reconnecting the scope, and toggling through the available video input options. Despite these efforts, the video signal could not be re-established, and the procedure could not be completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation.